Event description:
It was reported that during an unk procedure, a piece from the housing fell into the pt's abdomen upon entry of the tubal ligation device. The housing was able to be retrieved. A like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.